Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2016 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions. The initial medical device report was submitted via an alternative summary report on (B)(6) 2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).